Event description:
It was reported that during a prostate procedure, an error code "check fiber connection" upon insertion message occurred at 0 joules. A second and third fiber was used, with the same error message at 0 joules. The physician reverted to turp to complete the case. It was reported "no harm to patient".